Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there may have been difference in recognition on device handling between the user facility and recommendation by olympus however, a definitive root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for less than 10 colony forming units (cfus) enterococcus faecium on (B)(6), 2023. The scope was retested on (B)(6), 2023 and was positive for 20 cfus of enterococcus faecium. The scope was tested a final time on (B)(6), 2023 and was positive for 10-100 cfus of enterococcus faecium. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Additional patient identifiers (B)(6).

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The customer provided the cleaning, disinfection, and sterilization (cds) process and reported that the endoscope and accessories were culture tested. The device underwent additional reprocessing prior to microbiological test and prior to returning to olympus. The device was last used for a procedure on (B)(6) 2023 and last reprocessed on (B)(6) 2023. The sample was taken after storage from the brushing/washing site. The scope was used in 4 procedures prior to microbiological results being received. After obtaining positive microbiological results, the device was quarantined. The device is stored in a controlled environment storage cabinet. There was no patient infection. The device evaluation found the following: due to a chip on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to deformation of the forceps elevator lever, the "up/down" knob cannot be locked securely, the adhesive on the bending section cover had a chip, the "right/left" knob was deformed and the scope cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.